Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via email of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 402 mg/dl. The customer treated the high blood glucose readings with syringe and insulin. The customer stated that he received a new sensor and one got stuck in the serter before calling into helpline. The customer stated that he made an error in terms of pressing the green button twice. The customer was able to remove the needle manually. The customer will be sent a replacement sensor. The customer was advised to contact his health care provider regarding the high blood glucose readings.